Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty vertical power supply. System operates as intended.

Event description:
It was reported that the vertical lift was intermittently failing and that there was a touch screen error. No patient injury was reported.